Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted.

Event description:
It was reported that the device provided inaccurate spo2 readings. Customer reported that the device would not pick up on the pt. After multiple probe changes and oximeter location changes, the saturations would fluctuate to the high 90's and back down to the 60's and the pt appeared to not be in distress. There were no known impact or consequences to the pt.